Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1821203 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The 5f mynx grip vascular closure device (vcd) was used for a femoral procedure and the procedure ended well however, bleeding did not stop. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g4,g7,h2, h3 and h6 have been updated accordingly. As reported, the 5f mynxgrip vascular closure device (vcd) was used for a femoral procedure and the procedure ended well however, bleeding did not stop. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the returned device showed that the shuttle was engaged to the black handle with the stopcock open. It was reported that ¿the 5f mynxgrip vascular closure device (vcd) was used for a femoral procedure and the procedure ended well. However, bleeding did not stop.¿ however, the sealant sleeve, sealant and advancer tube were observed to have remained in the manufacturing position as received. The condition of the returned device does not match the complaint description. The syringe and procedure sheath were not returned with the device. Per functional analysis, the shuttle down procedure was simulated, and advancer tube was found properly engaged to proximal tamp lock. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 4 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f1821203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during analysis of the returned device, however a subsequent ¿balloon loss of pressure¿ was confirmed. The exact cause of the reported events could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. The IFU also warns user to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.